Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 460 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer's blood glucose at time of incident was 600 mg/dl. Customer caused of hospitalization was high blood glucose. The customer was hospitalized for 2 days and was released. Customer haven't worn the pump since this event. When troubleshooting the customer was advised to run the displacement test and tes failed. Customer was advised that pump will be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
The pump passed the delivery accuracy test.